Event description:
Boston scientific received information that this device was in safety mode during a follow up and extended charge times were noted after the device triggered end of life (eol). It was also noted that this patient experienced syncope and was hospitalized. A device replacement procedure has been scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Manufacturer narrative:
Additional information received noted that this device could not be interrogated during a follow up, thus the device was explanted and replaced. The device will be returned. Upon return and analysis this investigation will be updated. Premature battery depletion was suspected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device was tested and failed longevity calculations. Visual inspection of the device noted an arc mark. The device memory showed a shock into a shorted lead followed by seventeen charge time outs. The device was further examined with an x-ray which showed that the plasma fuse was open, which is the result of a shock into a shorted lead. The shock into a shorted lead followed by charge timeouts caused the battery status to change to end of life (eol) thus depleting the battery.